Event description:
It was reported that during a ptca procedure, the wire coil inside of the balloon unraveled. No pt injury was reported. No other info was provided. Attempts to obtain additional info were unsuccessful.